Event description:
The customer reported that the s8-3t transducer was exhibiting poor image quality. The procedure was completed using an alternative imaging method. The issue did not affect patient outcome. No patient or user has been harmed as a result of this event.

Manufacturer narrative:
(B)(4). Though requested, the s8-3t has not been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed.